Event description:
It was reported that the bronchoscope bf1t150 (serial no. - (B)(6) was in breakdown, and the image was disappearing during procedure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information, d9. The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: damage on ccd unit. The most likely cause was: electrical/electronic component problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.